Event description:
Reporter alleged obtaining a discrepant blood glucose result of 262 mg/dl back to back with a result of 90 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that 15 minutes prior to the back to back readings, she obtained a blood glucose result of 35 mg/dl and self-treated with grapes, raisin bread, and orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.